Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, epoxy is observed on the needle, an adhesive used to join the cannula with the hub. No other defects or issues observed. A review of the device history was performed for lot 2272816, maintenance records related to the incident were observed. Based on the teams investigation, possible root cause is associated with resin applicator failure. Adjustments were made to the vision system.

Event description:
Additional information received. When we puncture the medication vials or plastic containers and we remove the needle, when adjusting the volume that we extracted from the liquid in the syringe, resistance is felt since the needle is clogged with the material of the cap of the medication or the container plastic , when we realize this we must change the needle before emptying the contents into the bag for infusion to the patient since on several occasions we have had the need to transfer since the particles have gone inside the bag and for safety of the patient we cannot send preparations with particles. Client reports risk for the patient if due to some situation the particle passes through the infusion line and the problem has started in (B)(6) 2023. We received picture for the needle involved in this complaint, please see attached. Information received on 27sep2023: is it possible to say how many needles had this problem? All the ones we use. Did you use an aspiration needle or the needle on the syringe itself? Needle of the syringe itself. Needle resistance/clogging during aspiration is mentioned, what medication was the needle in contact with? It has nothing to do with the medication since it dealt with the previous presentations and there were no problems. If you look at the needle against the light, can you check if it is clogged? No this. Did the needle have resin all over its surface? Does resin extend beyond conventional? If at the time of puncture the vial. Did the needle also have resistance during application/transfer of the medication to the infusion bag? Yeah. Was any additional testing performed on an unused needle to detect obstructions in the needle? It is always done before use and there was no obstruction. The description mentions a possible obstruction by plastic particles from the container. Could you clarify if these particles refer to the medication container or the syringe container? From the syringe. If it is from the syringe, is it a bd syringe? (Inform catalog and lot) are in the original format. Are the available samples the defective ones? That is, needles that had an obstruction problem. Yeah. How many samples will be sent? 6. Are the samples contaminated? If so, with what medication? **** customer responded via email on september 26, 2023 that record pr# 8900402 is duplicate with the complaint recorded at pr# 8831244/ pir3066052. The client is notified about the cancellation of pr# 8900402 and follow-up of their claim through pr# 8831244. Information provided in claim (B)(4): 1. Is this reported needle event the same one already registered with number 8831244 (see attachment) or is it a new event? If it is the same it will be cancelled. A: it is the same event, the complaint is the generation of cork or plastic particles due to the use of the needle ref (B)(4) which is manufactured in brazil (lot 2272816) and this did not happen with the nationally manufactured needle ref 302347. 2. What is the batch and catalog of the product? Lot 2272816 ref. (B)(4). 3. How many needles had the reported deviation? Almost entirely. 4. What medication did the needle come into contact with? There was contact with various medications, both oily and non-oily. 5. Are the products (needles) involved with the incident available for analysis? Are they contaminated with the medication? Some were delivered and the rest was discarded.

Manufacturer narrative:
Investigation summary updated: photos received by our quality team for investigation. Through visual inspection, epoxy is observed on the needle, an adhesive used to join the cannula with the hub. No other defects or issues observed. Per customer verbatim" several occasions we have had the need to transfer since the particles have gone inside the bag and for safety of the patient we cannot send preparations with particles", unable to confirm this incident based on images, therefore no root cause can be determined. Physical samples are required to further analyze. A review of the device history was performed for lot 2272816, maintenance records related to the incident were observed. Based on the teams investigation, possible root cause for clogged needle is associated with resin applicator failure. Adjustments were made to the vision system.

Event description:
No additional information received.

Event description:
It was reported that bd needle precisionglide had foreign material and clogged. The following information was received by the initial reporter in spanish with the verbatim: when we puncture the medication vials or plastic containers and we remove the needle, when adjusting the volume that we extracted from the liquid in the syringe, resistance is felt since the needle is clogged with the material of the cap of the medication or the container plastic , when we realize this we must change the needle before emptying the contents into the bag for infusion to the patient since on several occasions we have had the need to transfer since the particles have gone inside the bag and for safety of the patient we cannot send preparations with particles. Client reports risk for the patient if due to some situation the particle passes through the infusion line and the problem has started on (B)(6) 2023.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.